Event description:
It was reported a clearlink system - non-dehp solution set appeared damaged. The "blue key" on IV tubing was cracked and unable to remove the tubing from infusion pump. New IV tubing was used to remove the old tubing because the "key" had to be inserted into the pump for the door to open/remove tubing. The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent pressure testing, and no leak was observed. During pull testing no separation was noted. Clamp function testing was performed, and the set functioned according to specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.